Manufacturer narrative:
Age at time of event: 18 years or older (B)(4). Device evaluated by manufacturer: the device was returned for analysis. Returned device consists of introducer sheath and delivery wire. The coil was not returned. The delivery wire was found outside the introducer sheath. The introducer sheath was inspected and was found cut. The delivery wire was inspected and no issues were found. Microscopic inspection of the zap tip shape and surface of the interlocking arm of the delivery wire revealed no damage. Dimensional inspection of the delivery wire was noted to be within specification. A device history record (DHR) review was performed and no deviation was found. The most probable root cause was unable to be determined. (B)(4)

Event description:
Reportable based on device analysis completed on 13-sep-2017. It was reported that coil resistance inside the catheter occurred. Vascular access was obtained via right femoral artery. The de novo target lesion was located at the moderately calcified renal artery. A 12mm x 40cm interlock¿-35 coil was selected for use. During the procedure, resistance was encountered when tracking the coil inside a diagnostic catheter. Eventually, the coil could not be pushed further. The procedure was completed with a different device. No patient complications were noted. However, device analysis revealed that the coil was missing.